Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: PMA/510k: this report is for an unk - guide/compression/k-wires unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date an unknown k-wire is stuck in one of the pts powered battery driver. The patient involvement was unknown. This report is for one (1) unk - guide/compression/k-wires. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device, and photo evidence was reviewed. Visual analysis of the returned sample revealed that the unk - guide/compression/k-wires was broken, only one of the fragments was returned. Image provided shows a fragment of the k-wire being assembled to the driver, the proximal sections of both of the k-wire fragments appear to be heavily scratched, and while no root cause can be established with the available information, it is possible that the k-wire got stuck due to incorrect speed set up for usage with this device. It is unknown at what part of the process the k-wire got broken. The small battery drive ii user manual was reviewed. Following relevant statements were found. Quick coupling for kirschner wires (532.022): kirschner wires of any length with a diameter of 0.6¿3.2 mm can be used with the quick coupling for kirschner wires. A dimensional inspection for the unk - guide/compression/k-wires was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the powered battery driver was not returned for evaluation, hence the stuck condition of the broken fragment of the k-wire cannot be confirmed. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - guide/compression/k-wires. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.